Event description:
It was reported that the user experienced fluctuating blood glucose with a hyperglycemic episode reaching 234 mg/dl for approximately 30 minutes while using the ilet, and was advised to allow the system to adapt during early use and to avoid manual correction during this period. Symptoms included no acute clinical effects. Outcomes included no medical intervention and no use of backup therapy. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device alarms and no identifiable device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.